Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a threshold suspend alert along with a sensor glucose reading of less than 60 mg/dl and a blood glucose reading of 247 mg/dl. No further information was provided.